Event description:
`It was reported that a clearlink system non-dehp soln set leaked right below the drip chamber. This was identified during patient infusion with intra-lipid solution. No visible crack or break could be seen in the tubing. The tubing was reinforced until more lipids were able to be sent up to re-prime new tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient was pediatric. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure, clear passage, and priming tests were performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.